Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: broken strain relief on the connector side of both system controller power cables, the blue (receive) wire was observed to be severed near the strain relief on the housing side of the cable, fluid ingress was observed on the underlying protective layers and wires of the white power cable. The returned system controller, (B)(6), was received and investigated under MFR # 2916596-2020-06105. The reported event of intermittent power cable disconnect alarms was confirmed via evaluation of the log file downloaded from the returned system controller (serial number: (B)(6)) and submitted log file; however, the alarms were not reproduced during testing of the returned controller. The log files contained partially overlapping data spanning approximately 5 days combined ((B)(6) 2020 per the timestamp). The log files captured power cable disconnect alarms that were not associated with true power cable disconnections from (B)(6) 2020 at 06:14:37 to (B)(6) 2020 at 10:58:23 due to the rsoc voltage dropping to approximately 0 v. The atypical alarms occurred while connected to 14v batteries and the power module and occurred on the black power lead. The driveline was disconnected on (B)(6) 2020 at approximately 11:00:33 to exchange the system controller. The alarms and decreased voltages did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller functioned as intended during testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The controller was connected to test 14v batteries and a mock circulatory loop for additional testing and no issues or atypical alarms were produced, including when the controller power cables were manipulated by hand. Evaluation of the power cables revealed elevated resistances on the underlying wires, which is consistent with conductor breakdown; however, this did not affect the functionality of the controller during testing. The root cause of the reported power cable disconnect alarm could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2015. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect and low flow alarms, and the actions to take if the alarms do not resolve. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient controller was exchanged on (B)(6) 2016. The controller was changed due to frequent power cable disconnect alarms even though the clips and batteries had been exchanged. This exchange was done in clinic by a nurse practitioner.